Event description:
Opened a lithovue disposable scope and plugged into machine, it did not work. Healthcare provider changed machines to see if it was the monitor, still did not work. Manufacturer response for system lithovue digital flex ureteroscope global std single system, (per site reporter). Waiting for their response.